Event description:
It was reported by the customer that the neoi snooze alarming beeping for every 15 minutes. There was patient involvement but no harm. "From (B)(6) my cc 4/21: so we have a pca pump in room (B)(6). (B)(6) and I went in to change one of the parameters this morning on the pca pump, there was a warning flashing on the pca pump that said something like cartridge almost empty, when (B)(6) and I went to change the cartridge there was still 10ml of dilaudid in the syringe. I called pharmacy (no help), we called (B)(6) and (B)(6) said to call clinical engineering. I spoke with (B)(6) in clinical engineering. He asked me to put a variance in, he also asked that if this happens again when the syringe hits 10ml that he wants a work order placed and the entire pca set up put aside for him. He wants the syringe and tubing included in this, he said its fine for us to waste any remaining dilaudid from the syringe and tubing. Then later in the day... Another issue we ran into this evening was the pca hit the max dose limit, so it is beeping constantly. Pharmacy said the only thing we can do is call the physician and get the max dose increased...or just let it beep. (B)(6) is house and has never had anyone hit the max dose and ICU hasn't either...or cv. (B)(6) who is house tonight is going to look up the healthstream video. "

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the neoi snooze alarming beeping for every 15 minutes. There was patient involvement but no harm. "From (B)(6) my cc 4/21: so we have a pca pump in room 1335b. (B)(6) and I went in to change one of the parameters this morning on the pca pump, there was a warning flashing on the pca pump that said something like cartridge almost empty, when (B)(6) and I went to change the cartridge there was still 10ml of dilaudid in the syringe. I called pharmacy (no help), we called (B)(6) said to call clinical engineering. I spoke with (B)(6). He asked me to put a variance in, he also asked that if this happens again when the syringe hits 10ml that he wants a work order placed and the entire pca set up put aside for him. He wants the syringe and tubing included in this, he said its fine for us to waste any remaining dilaudid from the syringe and tubing. Then later in the day... Another issue we ran into this evening was the pca hit the max dose limit, so it is beeping constantly. Pharmacy said the only thing we can do is call the physician and get the max dose increased...or just let it beep. Shannon is house and has never had anyone hit the max dose and ICU hasn't either...or (B)(6) who is house tonight is going to look up the healthstream video. "

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported issue where the neoi snooze alarmed was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Laboratory test results confirmed that the suspect pca module was operating within specification and operated as intended. The event date provided by the facility was april 21, 2025; however, the time was not provided. The data set was not included; however, two excel documents were provided containing the drug list and configuration details of the data set. Device logs were not provided by the customer; however, logs were successfully downloaded from the returned suspect device. The error log showed no errors or malfunctions on the reported event date. Only the event log from the suspect pca module was available for review. Based on the information extracted from the event log, the following activity was observed on the reported date: at 10:02 pm, the dose request button was pressed, and a bolus infusion was delivered by the pca (rate: 75 ml/h, volume to be infused [vtbi]: 0.4 ml). At 10:20 pm, the dose request button was pressed, and a bolus infusion was delivered by the pca (rate: 75 ml/h, vtbi: 0.4 ml). A patient pressure alarm was displayed. The ¿restart¿ button was pressed. A patient pressure alarm was displayed again. The ¿restart¿ button was pressed again. At 10:49 pm, the dose request button cord was pressed, and a bolus infusion was delivered by the pca (rate: 75 ml/h, vtbi: 0.4 ml). At 11:14 pm, the dose request button was pressed, and a bolus infusion was delivered by the pca (rate: 75 ml/h, vtbi: 0.4 ml). At 11:36 pm, the dose request button was pressed, and a bolus infusion was delivered by the pca (rate: 75 ml/h, vtbi: 0.4 ml). Per the alaris system user manual v12.3.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. In appendix a ¿ troubleshooting and maintenance, shows the meaning and the response of the alarm message near end of infusion (neoi) alarm. Meaning: the infusion is near completion (alarm has configurable settings). Response: to silence the alarm, press the silence key. The module remains functional and continues the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pca module s/n (B)(6) (w/o: 01971960). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue where the neoi snooze alarm was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.